Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The patient stated that the cgm had a reading of 100mg/dl and their bg meter was showing 600 mg/dl. The patient mentioned that they went to the hospital; however, it is unknown if the patient¿s trip to the hospital was related to the inaccurate values on the cgm. The patient did not wish to provide further information. Additional patient or event information is not available. Data was not provided for evaluation. The complaint confirmation of inaccuracies could not be determined. Reportedly, the patient did not calibrate after the inaccuracy or enter finger stick values promptly. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Additionally, enter the exact bg value displayed on your bg meter within five minutes of a finger stick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event.